Event description:
A customer contacted beckman coulter inc. (Bec) regarding ind flagged ferritin results for patients' samples on the unicel dxc 600i synchron access clinical system. Per customer, the flags were intermittent and there were no errors posted in the event log. Through troubleshooting with bec cts (customer technical support), it was determined that the customer had misloaded a ferritin reagent pack. Cts had the customer filter on-board reagent packs and print the filtered packs. Cts had the customer disable the motors, manually rotate the reagent carousel, and verify reagent packs on-board matched the reagent packs on the printout. The software showed that there was one ferritin pack on-board in slot 8. The customer discovered an empty ckmb pack present in slot 8, and an unpunctured ferritin pack present in slot 9. Cts had the customer unload the reagent packs and check the rest of the reagent carousel. All remaining packs matched the printout. There was no patient injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
(B)(4).